Manufacturer narrative:
The investigation for the hemolysis has been completed. The impella was not returned for evaluation. Data logs were reviewed finding no suction alarms observed. No other issues observed to indicated to reported hemolysis issue. The cause of the hemolysis issue cannot be determined since complaint device was not returned for investigation and insufficient clinical data provided. The instructions for use referenced in the initial report is for the impella rp with smart assist system with automated impella controller. G1-corrected MFR site name and address g4-corrected PMA number.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ pappalardo, f., scandroglio, a. M., & latib, a. (2018b). Full percutaneous biventricular support with two impella pumps: the bi-pella approach. Esc heart failure, 5(3), 368¿371. Https://doi.org/10.1002/ehf2.12274.

Event description:
The complaint from the literature review reported a bi-pella approach in which a 37-year-old patient had rp-cp support post ischemic stroke. The complication noted for the impella support hemolysis was observed [lactate dehydrogenase (ldh) max value 1240 u/l] initially when impella pumps were at high rotational speed. The patient survived the event.